Manufacturer narrative:
Smith & nephew was contacted regarding the above described incident, which was reported as a field complaint for "infection-site/local". No product was returned by the customer and no lot number was provided. Control samples (from stock) of all lots of IV prep wipes produced at this manufacturing facility were analyzed by an independent test laboratory and met finished product specifications with no evidence of any objectionable or pathogenic microbial organisms found. Batch records for the lots indicate all specifications were met at the time of release and no inconsistencies were noted. An independent medical review concluded there was no correlation between the reported symptoms and the use of IV prep wipes.

Event description:
This IV prep complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-030211-001r). Patient is a diabetic and uses an insulin pump. Patient developed an ulcer on his left big toe. Patient thinks his ulcer is related to smith and nephew recall IV prep wipes. Patient went to the hospital (B)(6) 2011 and received an antibiotic intravenously. Patient received IV treatments for five nights.